Event description:
I have a phillips dream station 2 I purchased in (B)(6) 2021. It was constantly losing pressure and getting very hot with use. I have since replaced it with my own money for a resmed. I just wanted to the FDA to be aware that these machines are in fact very dangerous.